Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: during a total hip replacement the bulbous tip of the yankauer suction handle broke off in the femoral canal and was unable to be removed.

Manufacturer narrative:
A review of the device history records (DHR) yielded no discrepancies within the manufacture of the affected lot number reported. All quality assurance testing performed during manufacturing was acceptable. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. Current controls include a 100% visual inspection by production personnel according to the standard work instruction for yankauer bulk products to inspect for damaged and broken components. In addition, a quality control sampling inspection is performed to ensure that product complies with the visual inspection of damage/broken components. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. Based on the assessment, no further actions are being pursued as a result of this event.